Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to swelling and potential post-op acquired infection. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to swelling and potential post-op acquired infection. Additional information indicates the patient's bones were completely fused/healed. The hardware was returned for evaluation. Upon receiving the devices, it was noted that the 18mm screw was still inserted into the plate and the tip of a driver used to insert or remove the screw had broken off into the screw head. Damage to the mating threads of the 10mm screw and the plate were also noted. Uneven wear on the lobe of the plate suggests the possibility of off-axis insertion. The source of the damage on either component could not be determined. Additional damage observed on the plate aligns with what is typically expected during the removal process. Measurements taken on the undamaged portion of the screw confirmed those features were within specification. No other issues were found with the returned devices. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the analysis and available information, the most likely cause cannot be determined. The company will supplement this MDR as necessary and appropriate.